Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified.. It was reported that the user was not wearing safety glasses and had contact lenses in place at the time of the incident. Review of the or handbook for simplex p bone cement, reference lsporb rev.2 indicates; occupational exposure: the surgical team is exposed to bone cement through skin contact and inhalation of its vapors. Team members should wear safety glasses and surgical gloves during the opening, pouring and mixing of bone cement. The handbook also states; use of contact lenses: manufacturers of contact lenses recommend that such lenses be removed ¿in the presence of noxious and irritating vapors.¿ contact lenses are subject to pitting and penetration by the vapors, therefore it is recommended that lenses of this type not be worn in the or where methylmethacrylate is being mixed. Based on the information provided it has been determined that this event is associated with an off-label application. The reported event is regarding a user having monomer splash into the eye involving simplex bone cement.

Event description:
It was reported that the scrub nurse had monomer from bone cement allegedly splash in her eye when she was opening the vial. It was additionally reported that she was not wearing safety glasses, she seems okay, she was wearing contact lenses. Allegedly the contact lenses were removed and disposed, her eye was irrigated with saline and she was sent to emergency as per protocol and precautionary measures.

Event description:
It was reported that the scrub nurse had monomer from bone cement allegedly splash in her eye when she was opening the vial. It was additionally reported that she was not wearing safety glasses, she seems okay, she was wearing contact lenses. Allegedly, the contact lenses were removed and disposed, her eye was irrigated with saline and she was sent to emergency as per protocol and precautionary measures.